Event description:
Complainant alleges "customer stated that the product stopped working in the middle of the procedure."

Manufacturer narrative:
Actual product was not returned, no pictures were provided, no lot number was provided, and no additional information was able to be obtained. The complaint could not be confirmed, and true root cause is unable to be determined. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.